Event description:
On (B)(6) 2014, duodenal stent was implanted to a pt at the pyloric region. On (B)(6) 2014, during the CT scan, a fracture was admitted. On (B)(6) 2014, pt had the fractured part removed endoscopically. Fractured part: approx. 2 cm from the pyloric ring toward the stomach. No pt complications informed so far as a result of this event.

Manufacturer narrative:
Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us. For "pt info", we, taewoong and our dist, could not get more detail pt info because the hosp did not open the pt info such as "age at time of event", "date of birth", "sex" and "weight".